Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: a review of the pump¿s black box data revealed pump reboots. The reboot was preceded by a replace battery alarm. The voltage was observed to be low. The battery compartment was observed to be cracked. The battery cap was observed to have stripped threads, and the battery cap contact measured within specifications. The battery cap was unable to maintain an electrical connection with the pump, and a test cap was used to complete the investigation. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The electrical current draws measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.